Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a spike port cap leak at the spike port. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One (1) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag with a leaking middle port was returned for evaluation. There was no patient involvement. No additional information is available.